Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure - 1001", "self check failure - 1003", "compressor fault - 2001", and "compressor fault - 3001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and a complete calibration without duplicating the report. An internal inspection observed fluid contamination inside of the manifold assembly. This could not be firmly established to be the cause of the report. The mainfold assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.